Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front enclosure was damaged. The autopulse platform is a reusable device and was manufactured on 07/11/2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear which is unrelated to the reported complaint. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message was observed on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a ua41 message was observed upon powering up, therefore confirming the reported complaint. Further investigation determined that the temperature sensor was replaced to remedy the system error fault. Additionally, the power distribution board (pdb) was replaced per routine service procedure. Performed the run-in testing for 15 minutes, and did not replicate any of the user advisory or fault. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The root cause was determined to be a defective temperature sensor. After replacement of the temperature sensor and front enclosure, the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported tast during a morning shift, the autopulse platform (s/n:(B)(4)) displayed user advisory "ua" 41 (patient temperature sensor failure). The customer tried multiple times to clear, but the ua41 error message could not be cleared. No patient involved during this event.